Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings:. The black box history showed multiple unexplained power reboot events. The battery compartment was cracked at the threads on the side. The returned battery cap¿s threads are stripped; the cap was unable to fit. Therefore, the reported ¿power¿ complaint was duplicated. A test battery cap was able to fit. And the ¿ez-prime¿ steps were performed correctly with no further power interruptions during the investigation. The pump¿s cover was removed; no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.